Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and screening test of the returned device was performed following johnson & johnson medtech procedures. Visual analysis revealed a separation between pebax and electrode section, and a reddish material inside it. The device was connected to the carto 3 system, and it was recognized and visualized; however, negative force vector and high force readings appeared on the system due to insufficient adhesive application on the wires inside the tip. A manufacturing record evaluation was performed for the finished device 31409978l number, and no internal actions related to the reported complaint condition were identified. The force issue reported by the customer was confirmed. The root cause of the pebax damage and insufficient adhesive application is traced to the manufacturing process. The pebax damage was not related to the reported event. Internal corrective actions are being implemented to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids from getting inside of the device. Also, to introduce optimization actions regarding issues of inverted vector. The instructions for use (IFU) states: do not scrub or twist the distal tip electrode during cleaning. In order to achieve optimal force reading accuracy and stability, allow the catheter to warm up for 2 minutes after connection to the carto¿ 3 system prior to use of the force feedback feature. If the catheter has not reached a steady state condition, there is potential for a zero-offset drift to occur which could result in an inaccurate contact force reading. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the separation between pebax and electrode section, and a reddish material inside it. Investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the insufficient adhesive application on the wires inside the tip. Investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the insufficient adhesive application on the wires inside the tip. Investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the manufacturing process. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a separation between pebax and electrode section, and a reddish material inside it. Initially, it was reported that when ablation was started using the qdot micro catheter, the contact force was displayed as being around 70g. The same phenomenon was observed even when there was no strong contact with the myocardium. The cable was reconnected and replaced, and the issue was not resolved. The problem was resolved by replacing the catheter with a new one. The procedure was completed without patient consequence. The force issue was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion on (B)(6)2025, a separation between pebax and electrode section, and a reddish material inside it. This was assessed as MDR reportable with an awareness date of 13-jan-2025.